Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3008452825-2016-00089, 9680001-2016-00057, 3005334138-2016-00037. During a pulmonary vein isolation procedure, a pericardial effusion occurred. Transseptal puncture was performed without incident and catheters were inserted. A short time after this, an intracardiac echocardiogram revealed a pericardial effusion, for which no intervention was required and the patient remained asymptomatic. The effusion resolved spontaneously and the patient discharged the following day in stable condition. There were no performance issues with any sjm device.